Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board, hard drive, cine cable, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was mixing pt cine image data. There was no pt injury or death reported.